Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 151 mg/dl. The customer stated that there is no significant events leading to the alarm. Customer was advised that they can't replaced the device because that is not her insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.